Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and dimensional analysis was performed on the returned device. The reported separation was confirmed; however, the reported failure to advance could not be replicated in a testing environment as it is based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to the patients anatomical conditions and there is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
It was reported that the 3.0x25 nc trek was being advanced around a bend in the heavily calcified, heavily tortuous diagonal coronary artery for post dilatation of a xience when the middle of the shaft separated. The separated shaft was removed manually and another nc trek was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.